Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced issues. The lens did not implant properly and was removed during the same surgery. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the problem was resolved. Claim # (B)(4).